Manufacturer narrative:
The customer did not provide any reference values for comparison. The accuracy of the customer's inratio results cannot be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. Certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to have kidney disease. Kidney disease was identified as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. Root cause is unable to be determined at this time without product return. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller alleged a variance between inratio inr results. Results as follows: (B)(6).